Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable which also resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. The customer's blood glucose level displayed "high" however, the specific value was not known. The customer corrected the high blood glucose by administering correction bolus with no third party intervention required.